Event description:
Company representative reported on behalf of jopbs "skin ulcer formation. Skin ulcer formation: grade: [b]". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
Corrected: b.5, e.1, g.2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin ulcer (severity 3).

Event description:
Company representative reported "skin ulcer formation. Skin ulcer formation: grade: [b]". This record is for right side. The device was explanted and replaced.